Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose at the time of admission was 528 mg/dl. The customer expressed drinking a lot, urination and her legs feeling week as symptoms of the high blood glucose levels. The customer was treated with insulin drip, fluids and manual injections. Troubleshooting was done. The customer stated that she was exposed to an x-ray. Advised customer to never wear the insulin pump in a room with x-rays or magnetic resonance imaging machines. The customer stated that the cannula was not occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that a replacement insulin pump would be sent due to the x-ray exposure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.